Event description:
It was reported that the patient experienced issues with his artificial urinary sphincter (aus) . Patient underwent a revision surgery. The pressure regulation balloon had a tear. Balloon was explanted and replaced. Additional information was received. No fluid in system. Physician would like a report.

Event description:
It was reported that the patient experienced issues with his artificial urinary sphincter (aus) . Patient underwent a revision surgery. The pressure regulation balloon had a tear. Balloon was explanted and replaced. Additional information was received. No fluid in system. Physician would like a report.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.